Event description:
Please refer to the initial report.

Manufacturer narrative:
The electronic logbook was available for the investigation. Based on the information stored in it, the reported failure could be reconstructed. At the reported time of the event ((B)(6) 2019, 11h00) an error of the lp graphic controller was detected. The evita 4 reacted to this error as specified and performed a warm start. During such a warm start, the evita opens the airway system to allow spontaneous breathing. This process is accompanied by an acoustic alarm. If the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. Immediately after the restart of ventilation, an "mv deep" alarm is generated until the applied volume is greater than the lower set limit for the minute volume. Since this warm start could not be successfully completed due to the apparently still existing error of the lp graphic controller, further warm starts were triggered, which are also recorded in the logbook. Log excerpt for the first warm start with the mentioned mvlow alarm: (B)(6) 2019 11:00:00 message or operation code warm_start on. (B)(6) 2019 11 :00:00 message or operation code mv low. Further log lines: (B)(6) 2019 11:01:00 message or operation code warm_start on. (B)(6) 2019:01:00 message or operation code mv low. (B)(6) 2019 :02:00 message or operation code warm_start on. In this case, it was no longer possible to continue ventilation, as the device repeatedly carried out warm starts one after the other. Here, too, the device sounds an acoustic alarm and the airway system is open for spontaneous breathing. Within the last 3 years 9 cases with comparable causes have been reported to us. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device failed completely during ventilation of a patient. The display was dark and there was no ventilation. No injury was reported.